Event description:
The staff attempted to defibrillate a patient using the hands free cable. When the staff member pressed the red buttons, the device did not fire. The staff then immediately utilized the paddles and the patient was successfully defibrillated.